Event description:
A consumer implanted for non-malignant pain reported they slipped on (B)(6) 2016 and ended up in the emergency room in excruciating pain where they received attention for a bulging disc. On (B)(6) 2016 they met with the manufacturer's representative (rep) who checked out the device and reprogrammed the left side to make the current stronger which took care of the excruciating pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.